Event description:
It was reported that the both the rv coil and svc (superior vena cava) coil had out of range impedance measurements (>200 ohms). The lead status is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual lead was not received for evaluation. Performance data collected from the device showed that an out of tolerance subthreshold lead impedance patient alert was observed on (B)(6) 2010. Svc defib impedance rose to 208 ohms on (B)(6) 2010 from 54 ohms on the (B)(6) 2010. Defib active can on impedance rose to 157 ohms on (B)(6) 2010 from 46 ohms on the (B)(6) 2010. The impedance values dropped back to baseline levels on the (B)(6) 2010.